Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage (laa) occluder was implanted on (B)(6) 2023 utilizing a 12f amplatzer amulet torqvue delivery system. Sizing was determined via 3-dimensional computerized tomography (CT). Several hours post-implant the patient underwent a transthoracic echocardiogram (tte) and it was discovered that the amulet occluder embolized into the left ventricular outflow tract (lvot) without causing obstruction to blood flow. The device was retrieved via a transcatheter snare and pigtail catheter, which required transseptal access. The retrieval was considered an emergency procedure to prevent permanent impairment or death. At the completion of the procedure it was noted on tee that there was a pericardial effusion present and a pericardiocentesis was performed to drain the pericardial effusion. Later that night on (B)(6) 2023, the patient developed a recurrent pericardial effusion with cardiac tamponade.. Emergency surgery was performed and it was discovered that the pericardial effusion was caused by a perforation of the left ventricular apex. The left ventricular perforation was repaired, but post-operatively the patient did not survive. The exact cause of death is unclear. It is thought that the percutaneous retrieval of the embolized device that caused the ventricular apex perforation contributed to the death.

Manufacturer narrative:
An event of device embolization into the left ventricular outflow tract and patient death was reported. It was reported that the embolized device did not cause any obstruction. Based on information from field, the device was sized correctly using 3d CT scan. The embolized device was retrieved without difficulty through a transcatheter snare and pigtail catheter, that required transseptal access. A pericardial effusion was reported post procedure requiring pericardiocentesis to drain the pericardial effusion. The patient developed a recurrent pericardial effusion with cardiac tamponade and emergency cardiac surgery was performed. It was discovered that the pericardial effusion was caused by a perforation of the left ventricular apex that was repaired, but post-operatively the patient did not survive. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on available information, the exact cause for the left ventricular apical perforation was not known, but may be related to catheter and guidewire manipulation during the transcatheter retrieval procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Low resolution tee image sequences of the amulet implant procedure were provided for review. The 135-degree tee sequences demonstrated the device lobe was proximal to the circumflex. Also, the final 51-degree tee image showed a canted amulet lobe with inadequate disc separation. The 90-degree image showed appropriate lobe compression and position relative to the circumflex. The exact cause of death was not known, based on reported information it was thought that the percutaneous retrieval of the embolized device in combination with the need for cardiac surgery in the setting of advanced lung cancer and a history of hemoptysis contributed to the patient death. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage (laa) occluder was implanted on (B)(6) 2023 utilizing a 12f amplatzer amulet torqvue delivery system. Sizing was determined via 3-dimensional computerized tomography (CT). Several hours post-implant the patient underwent a transthoracic echocardiogram (tte) and it was discovered that the amulet occluder embolized into the left ventricular outflow tract (lvot) without causing obstruction to blood flow. The device was retrieved via a transcatheter snare and pigtail catheter, which required transseptal access. The retrieval was considered an emergency procedure to prevent permanent impairment or death. At the completion of the procedure it was noted on tee that there was a pericardial effusion present and a pericardiocentesis was performed to drain the pericardial effusion. Later that night on (B)(6) 2023, the patient developed a recurrent pericardial effusion with cardiac tamponade.. Emergency surgery was performed and it was discovered that the pericardial effusion was caused by a perforation of the left ventricular apex. The left ventricular perforation was repaired, but post-operatively the patient did not survive. The exact cause of death is unclear. It is thought that the percutaneous retrieval of the embolized device that caused the ventricular apex perforation contributed to the death.